Event description:
The customer stated that her blood glucose readings had been higher than usual. She performed a control test prior to calling and received a result of 246 mg/dl. While troubleshooting, she performed another control test and received a result of 242 mg/dl. The normal control range was 93-129 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.